Event description:
It was reported that the pump is not responding when the buttons are pressed. The pt claims that the keypad is intact and that the pump has not been exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed that the keypad was completely separate from the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Investigation confirmed that the keypad buttons are intermittently unresponsive. There was evidence of adhesive degradation. It was observed that the contrast button key contact was missing. Unrelated to the keypad complaint, evaluation revealed a cracked battery compartment and a missing rubber bumper/grip pad, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.